Event description:
The customer contact reported the patient received less medication than intended. At an unspecified time, the pump was programmed to deliver an unspecified concentration of heparin, at a rate of 11ml/hr and the delivery was started. No further programming parameters were provided. The customer contact reported at an unspecified time at the end of the shift while clearing the shift total the display indicated 4.2ml delivered instead of the expected 88ml. The device was removed from clinical service. The physician was notified. At an unspecified time, a partial thromboplastin time (ptt) was drawn and the result was reported to be 30 seconds. The patient was treated with an unspecified concentration of heparin. After an unspecified length of time, therapy was resumed using a replacement pump. Though requested no additional information was provide, including patient's outcome.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.2 from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/ - 1ml (+/ - 5%). Based on the data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the service center. A review of the pump history indicated on (B)(6)2010 at 0308, the pump was programmed for delivery of heparin 25000 units/250ml, at an 11ml/hr rate and a 22ml vtbi (volume to be infused) and the delivery was started. At 0709, a 91.1781ml volume infused shift total was cleared. At 0731, the infusion was stopped, the pump history indicated an amount infused of 4.1613ml. At 0732, the program was stopped and the cassette was ejected. The pump history indicates the pump delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)